Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. The customer did not disclose an alternate method of insulin therapy.